Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? How was the device removed from tissue? After the device was removed was there any tissue damage? If so please explain the tissue damage and how the tissue was repaired? Is there any other additional information you would like to share about this device or procedure? The device was received for analysis with no visual non-conformances and with a cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. In addition, the cartridge pan was bent and partially engaged at the proximal end. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the damage to the cartridge pan occurred, it should be noted that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after the first firing, the trigger had been locked. Unknown how case was completed. There were no adverse consequences for the patient.